Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, and the insulin gauge was inaccurate. Additionally, it was reported that the pump touch screen was intermittently unresponsive. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.